Event description:
It was reported that the right ventricular lead was repositioned on 04/19/2012 due to an increased pacing threshold. Subsequently, threshold increased again which was attributed to lead dislodgement. The lead was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.